Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer cannot recall blood glucose reading. Troubleshooting was not performed. Insulin pump will be returned.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to lcd board. Unable to perform any tests due to blank display. Insulin pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.